Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device's soft key was not active. The fse evaluated the device onsite and determined that this was a malfunction of the dfm100 ui pca (user interface printed circuit assembly). The faulty component was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective ui pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The dfm100 ui pca kit was replaced to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillators soft key is not active. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.